Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since an instrument path (incl. Craniotomy) was applied in a different location in the brain than intended with the brainlab device involved, despite according to the hospital: the biopsy was successful (all samples collected were diagnostic/from the lesion, no unsuccessful passes were performed). Tumor ablation was successful to the extent that it could be performed (not the entire tumor could be ablated with probe placed more posterior instead of centered in the lesion). A second tumor ablation case was performed six days later (on (B)(6) 2020), which was completed successfully as intended, using the intraoperative scan and a new/different trajectory approach (with new burr hole, but still only to ablate the remainder of the tumor), following the same workflow and using the same brainlab navigation equipment, with bolt placed as desired. It was beneficial doing a second ablation due to tumor growth and since it allowed to get more of the tumor than with a single ablation. There was no harm/negative clinical effect to this patient due to this issue (also no prolongation of anesthesia time in the initial surgery). There was no (direct or increased) risk to harm a critical structure due to this issue. There were no further remedial actions necessary, done or planned for this patient due to this issue. Hospitalization was also not prolonged. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the main root cause for the 10mm deviation from the intended entry and target point is a movement of the patient's head in the non-brainlab head holder and/or the navigation reference array due to insufficient rigid fixation or inadvertent forces after draping during the surgery and before the varioguide was used to drill/make the burr hole and insert the biopsy needle. Relative movements between the reference array and the patient's head after registration cannot be compensated by the navigation. Apparently the resulting deviation of the navigation display was not detected by the user before making the burr hole and inserting the biopsy needle, with the necessary continued user verification of accuracy after draping and throughout the surgery not sufficiently performed. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A cranial surgery (on (B)(6) 2020) for biopsy and tumor removal (using the monteris litt laser ablation system), with approximated tumor volume of 22.6 cm³, located approx. 77.23 mm in depth, in the left parietal region, was performed with the aid of the brainlab navigation software cranial 3.1.3. A preoperative MRI scan was acquired 2 days prior to the surgery (on (B)(6) 2020), to use with navigation. A trajectory had been planned using brainlab elements software (trajectory application). Aid of navigation was used to determine the position of the burr hole, to perform the biopsy, and to place the monteris bolt (bone anchor to guide the laser ablation probe). During the procedure the surgeons: positioned the patient in supine orientation in a non-brainlab head holder and attached the unsterile 4-sphere standard reference array. Performed the initial patient registration on the preoperative MRI using the softouch acquiring registration points on the patient's skin to match the display of the navigation to the current patient anatomy. Verified the accuracy of the registration using the softouch and judged it to be very good. Assembled the varioguide. Marked the entry point on the skin with aid of navigation (following the planned trajectory with the softouch). Draped the patient and exchanged the unsterile array for a sterile one. Placed the monteris drill guide through the varioguide (7-8mm hole) and aligned it to the planned trajectory. Made the incision. Drilled through the varioguide and discovered that the drill bit was too short, retracted it, and noticed that the varioguide was no longer aligned to the planned trajectory. Swapped out the drill bits and readjusted the varioguide to align back to the planned trajectory. Re-inserted the drill guide through the varioguide and finished the burr hole. Placed the monteris bolt (bone anchor) through the varioguide and used a monteris driver (also inserted through the varioguide) to fixate it (monteris devices themselves not calibrated). Swapped varioguide discs (for 1.8-2.0 mm) and inserted the brainlab-distributed (pajunk) biopsy needle through the varioguide and bolt, using aid of navigation. Collected 6-7 samples and obtained lesional tissue confirmation from pathology (for all samples). Undraped the patient and transferred to MRI table. Placed the monteris robotic probe driver and inserted the laser ablation probe, without aid of navigation. Obtained an intraoperative MRI scan and detected that the tip of the probe was approx. 10 mm posterior to the planned trajectory. Determined the deviation acceptable and performed laser ablation successfully (with probe more posterior instead of in the center of the lesion). Despite the user considered the placement of the entry point/burr hole correct, data analysis showed a parallel deviation, i.e. Both entry point and target point deviate by approx. 10 mm. According to the hospital: the biopsy was successful (all samples collected were diagnostic/from the lesion, no unsuccessful passes were performed). Tumor ablation was successful to the extent that it could be performed (not the entire tumor could be ablated with probe placed more posterior instead of centered in the lesion). A second tumor ablation case was performed six days later (on 12 mar 2020), which was completed successfully as intended, using the intraoperative scan and a new/different trajectory approach (with new burr hole, but still only to ablate the remainder of the tumor), following the same workflow and using the same brainlab navigation equipment, with bolt placed as desired. It was beneficial doing a second ablation due to tumor growth and since it allowed to get more of the tumor than with a single ablation. There was no harm/negative clinical effect to this patient due to this issue (also no prolongation of anesthesia time in the initial surgery). There was no (direct or increased) risk to harm a critical structure due to this issue. There were no further remedial actions necessary, done or planned for this patient due to this issue. Hospitalization was also not prolonged.